Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving dilaudid (2.0mg/ml at 0.3499mg/day) via an implantable pump. It was reported that the pump pocket location in the right flank was uncomfortable and the pump was tilting, making refills difficult. The pump pocket was revised. During the revision, it was found that the pump was not anchored. The pump was moved to a new pocket, anchored, and the pump pocket was closed. The pump was now more lateral in the right flank and lays flat. The patient already commented that it felt more comfortable. The issue was resolved at the time of the report.